Event description:
The customer observed multiple, higher than expected, vitros vanc patient sample and quality control results when processed on a vitros 5600 integrated system. The following results were obtained: patient results = 49.3, 64.1 vs. An expected result= 14.9 g/ml; qc fluid biorad 1 = 19.9, 19.5, 12.4 vs. An expected result = 5.8 g/ml; qc fluid biorad 2 = > 50.0, 34.2 vs. An expected result = 16.8 g/ml; qc fluid biorad 3 = 46.4, > 50.0 vs. An expected result = 35.0 g/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result of 49.3 was reported from the lab and questioned by the physician. The 64.1 result was not reported and a corrected patient report was issued. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, higher than expected, vitros vanc patient sample and quality control results was observed on a vitros 5600 integrated system. The investigation determined that the most likely cause of the event is reagent related. Improper handling of the affected reagent cannot be ruled out as a contributing factor. There was no evidence that an instrument related issue contributed to the event. Acceptable performance was achieved using the same reagent lot.